Event description:
On (B)(6) 2011, a 23mm trifecta valve was implanted. On (B)(6) 2019, the patient died due to endocarditis. It is unknown where the death occurred, if it was witnessed or if an autopsy was performed. (Clinical site patient ID: (B)(6)).

Manufacturer narrative:
Correction: additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided. The correct MFR number is 3001743903. An event of patient death due to endocarditis 8 years after implant was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.